Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Symptoms/ae: pain, clip attached to back vessel wall, time of symptoms/ae: after vessel closure, it was reported that a physician achieved arteriotomy closure of the femoral artery with the starclose device. Post-procedure, the patient had leg pain in the same side where the clip was deployed. Testing revealed that the clip captured the back wall of the artery. The patient was treated with an unspecified surgical procedure. Though requested, no add'l info was available.